Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2010 (patient ID, age, and weight are unknown). According to the complainant, a 10cc fluid loss alarm occurred 3 minutes into the ablation. The procedure was aborted. A second tenaculum was applied, but another 10 cc fluid loss alarm occurred 2 minutes into the ablation. The physician observed fluid leaking out of the cervix, but no burn was sustained. The physician believes the fins on the sheath may have "cooled the saline before the leak so the patient wasn't burned." The physician prophylactically used sylvadene cream. The procedure was not completed due to this event. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
Operator of device is reported to be the physician. It was reported that this event has not been reported to the FDA. It was reported that the device was not reused or reprocessed. Additional follow up information received confirmed the patient's present condition is "fine." There was no vaginal burn, however there was possible minor cervical sloughing of the first layer of tissue. The patient was under general anesthesia, and "never felt any discomfort." No further intervention was required. The procedure was reported to be "more mild than a loop electrosurgical excision procedure (leep) would be." Additionally, there was no indication of over dilation, however the patient had a patulous cervix.

Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2010 (patient ID, age, and weight are unknown). According to the complainant, a 10cc fluid loss alarm occurred 3 minutes into the ablation. The procedure was aborted. A second tenaculum was applied, but another 10 cc fluid loss alarm occurred 2 minutes into the ablation. The physician observed fluid leaking out of the cervix, but no burn was sustained. The physician believes the fins on the sheath may have "cooled the saline before the leak so the patient wasn't burned." The physician prophylactically used sylvadene cream. The procedure was not completed due to this event. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.